Manufacturer narrative:
(B)(4). Corrected evaluation: it was reported performance pull off suture needle, performance breakage suture and performance surface related defect suture. A paper lid, an empty winding former, a detached needle and a dispensed suture of product code fk9420, lot mjp989 were received for analysis. During the visual inspection of seven samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects , damaged or breakage suture were observed. Functional tests were performed, the pull force and tensile strength force were above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle, performance breakage suture and performance surface related defect suture was found, and the tested sample met the finished goods requirements. A paper lid, an empty winding former, a detached needle and a dispensed suture of product code fk9420, lot mjp989 were received for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under 20x magnification and remnant suture was noted. The suture end is severely cut, resulting in a clip off defect. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the pull off suture needle suggest a clip off defect. A paper lid, an empty winding former and a dispensed suture of product code fk9420, lot mjp989 were received for analysis. During the visual inspection of open sample, the suture was examined along of the strand and no defects, damaged or breakage suture were observed. A functional test was performed and the tensile force were above the minimum requirements. Per the conditions of the sample received, no performance breakage suture or performance surface related defect suture were found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mjp989, k9420 and no non-conformances were identified. A paper lid, an empty winding former, a detached needle and a dispensed suture of product code fk9420, lot mjp989 were received for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under 20x magnification and remnant suture was noted. The suture end is severely cut, resulting in a clip off defect. The manufacturing records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the pull off - suture needle suggest a clip off defect. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. A paper lid, an empty winding former and a dispensed suture of product code fk9420, lot mjp989 were received for analysis. During the visual inspection of open sample, the suture was examined along of the strand and no defects, damaged or breakage suture were observed. A functional test was performed and the tensile force were above the minimum requirements. Per the conditions of the sample received, no breakage suture or surface related defect ¿ suture were found, and the tested sample met the finished goods requirements a paper lid, an empty winding former, a detached needle and a dispensed suture of product code fk9420, lot mjp989 were received for analysis. During the visual inspection of seven samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects , damaged or breakage suture were observed. Functional tests were performed and the pull force and tensile strength force were above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no pull off - suture needle, breakage suture and surface related defect ¿ suture was found, and the tested sample met the finished goods requirements.

Event description:
It was reported that the patient underwent a dental surgery on (B)(6) 2019 and suture was used. During the procedure, the thread broke in the patient¿s mouth, the needle pulled off from the thread and the thread elongates and retracts as a spring. There were no adverse patient consequences reported.